Event description:
Additional information received indicates the drg system was explanted to address the issue.

Manufacturer narrative:
Correction a4 - patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10535312. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was auto reducing and not receiving effective therapy following a fall. It was found that 3 of the 4 leads had high impedances. In turn, surgical intervention may take place to address the issue. Note: investigation was unable to determine which leads had impedances.